Event description:
It was reported that the call was about ens (external neuro stimulator ) / screener / trialing. The trial wire on the right side cracked, so she switched to the left last night. The left didn't work as well and it hurt. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).